Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was capped and replaced with an epicardial lead because it had dislodged. Also, loss of capture was noted. There were no adverse patient side effects reported.